Manufacturer narrative:
Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 0065730. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Further action has not been determined necessary at this time. Our quality team will continue to monitor the manufacturing process for this defect and other emerging trends investigation conclusion: bd was not able to duplicate and confirm by the customer indicated failure mode. Without the defective sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced leakage. The following information was provided by the initial reporter: intimate catheter leakage through extension, immediately after peripheral puncture (when salinizing catheter after puncture). There were 2 catheters with the same leakage problem. The patient was punctured 3 times, due to a problem with the intimate catheter. The third puncture was performed with jelco, due to the problem with intima.